Manufacturer narrative:
The implicated 3-spike disposable set has not yet been received for investigation. It was reported that the user facility was unable to provide the lot number of the disposable set. Without additional information, it is difficult to determine what occurred in this case. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "during case, they noticed blood leaking from bottom of ri door. Machine and disposable changed out and case went without any further problems. Machine was taken to biomed and checked out and found to work properly. Disposable was taken to workroom, flushed and cleaned then tested and a leak was found at the top of the heating coil of the disposable. Set was sent to headquarters in (B)(4)."